Event description:
Additional information received reported that the patient did not require hospitalization and recovered without sequelae. The motor stalls which had occurred recovered after 2 hours and 1 min, and 3 hours and 17 min. The cause of the stalls remained unknown.

Event description:
It was reported that multiple motor stalls occurred; it was confirmed and motor stall recoveries were recorded in the event logs. The last stall occurred on (B)(6) 2012 and recovery was noted. The patient experienced return of usual pain. The cause of the stall was unknown. The pump was replaced. The patient was last seen by manufacturer representative at surgery; current condition was unknown. The device system was used to deliver sufentanil and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).